Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working anymore. Customer wanted to know how to get another insulin pump. Customer stated that he has been off the pump for a year and has been using the needle. Customer stated that the screen will go black and then shut off. Customer noticed the little piece of the pump was sticking out and he pushed it in. The customer wore it like this until it stopped working. Customer stated that the plug is in and it is in all the way. Customer confirmed that it was the opposite end of the reservoir. Customer reported that he removes the pump before showering. Since the drive support cap was protruded, the pump would need to be replaced, and the blank display troubleshooting will help analysis when pump is received by medtronic. Customer would like to have his wife call back to ask about the loaner pump policy. No additional information provided.